Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information received: per the sales rep, this surgeon always uses a blue cartridge to fire across the bronchus, but most surgeons use green for bronchus which may have contributed to the issue.

Event description:
It was reported that during an open thoracic procedure, on the first firing, with a blue reload without buttressing, the device was being fired across the bronchus and it started to fire as expected then the staple line failed, as in the staples did not form and staples came out with straight legs. Another like device was pulled, loaded with a blue reload, and fired around the first cut line to finish transecting the bronchus. There were no adverse consequences for the patient.